Manufacturer narrative:
(B)(4). Batch # unk. Additional information was requested, and the following was obtained: the device was a pcee45a. The event date: (B)(6) 2022. The procedure was a lobectomy for the lung cancer. The staples remained on the cartridge were checked and confirmed to be unformed. The staples at the distal end of the cartridge were not b-formed. The patient was discharged from the hospital as planned. Investigation summary: an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable.

Event description:
It was reported that during a semi-open pneumonectomy for the pneumothorax, the staples at the distal end of the cartridge on the outside of the tissue that was taken as a specimen were unformed. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.